Event description:
It was reported to manufacturer by facility, per the director of maintenance he called asking what would a back actuator drop. He stated a resident was in the bed recovering from a recent back surgery when the back of the bed dropped to the frame rapidly. Family members were there and witnessed this and stated they may file a law suit. Bed has been taken out of service. Per facility maintenance department they examined the bed and they found nothing physically wrong. Manufacturer issued for return and evaluation of the bed in question.